Event description:
It was reported that the patient experienced tingly in the chest and shock from the device a year prior. The patient also experienced weakness and numbness in the left arm. In (B)(6) 2017, an ultrasound of the device revealed that the there was a leak, but no malfunction was alleged. Device replacement was discussed.

Event description:
New information available on (B)(4) 2017 states that, the patient was stressed because the implantable cardioverter defibrillator is on battery advisory. There is no allegation of premature battery depletion from the physician. It was also stated that due to the stress of the device in the chest, the patient experienced high blood pressure which could not be lowered.